Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. The rv lead was implanted in (B)(6) 2023, and the shock impedances appeared to have started to increase soon after implant. Troubleshooting options were provided to the field and the rv lead remains in service. No adverse patient effects were reported.